Event description:
Irraflow catheter was placed in patient. Nurse noticed water leakage in patient's bed at patient's right arm. Tubing and stopcock had broken. Catheter was placed in or by dr. (B)(6) on (B)(6) 2021. On (B)(6) 2021, rn (B)(6) discovered that there was water in the bed by the patient's right arm during the bed bath. Also, the tubing and stopcok fell apart and the water leakage may have been occurring for some time. (B)(6) took off the broken stopcock and discarded it. A CT scan of the patient's brain showed that there was air in the ventricles. However, the patient did not ned a catheter replacement.